Manufacturer narrative:
At this time, the device in question has been requested to be returned for investigation. If the device is received, an investigation will be performed to confirm the problem and determine root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by evice inaccuracy.

Event description:
It was reported that the flexion/extension numbers are not making sense once attached to the femur.

Manufacturer narrative:
The device was returned to orthalign for evaluation and the investigation has been completed by an orthalign engineer. The behavior was not reproducable by the orthalign engineer. It is suspected that a bad pinning angle caused the inaccuracy of the system, but no root cause could be deteremined. Orthalign will continue to monitor this issue and take action when alert limits are exceeded